Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. Unable to perform receiver download, but receiver powers on with 'call tech support error:' displayed on screen. The reported event of an error icon display was confirmed during review. A root cause could not be determined.